Event description:
The customer states that one patient sample generated false non-reactive results with the architect hbsag qualitative assay. The customer tested the sample on three different architect platforms and generated non-reactive values of 0.8, 0.8 and 0.79 s/co. The sample generated a reactive result with the architect hbsag (quantitative) assay. The sample also tested weakly reactive with a non-abbott methodology. Controls have been within specifications and no suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97 that has a similar product distributed in the us, list number 1l80. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process